Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: hwc, jds. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral diaphyseal fracture with rfna nail, nut and ans locking screws. The removal surgery was performed on (B)(6) 2023, because the second screw had come loose, and the most distal condylar nut was also loose. Therefore, the second screw was removed from the distal end and the most distal condylar nut was retightened and successfully completed. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) (B)(4). This is report 1 of 2 for complaint. Lockscr f/nails ø5 l70 xl25.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the provided series of x-rays revealed that there was a nail and screw construct implanted at the right tibia. It was observed that the distal locking screw in question, appears to have migrated medially from the position it was first implanted. Based on the provided evidence, the investigation was able to confirm the allegation of loose. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr f/nails ø5 l70 xl25, p/n: 04.045.070s, lot: 860p689. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.